Event description:
It was reported that a shaft break occurred. The target lesion was very calcified. A non-complaint balloon was used for pre-dilation, then a guidezilla ii guide catheter was placed for support and a 10 mm x 2.50mm wolverine cutting balloon was advanced, however, it would not cross the lesion and the shaft broke. The device was retrieved. No patient complications were reported. Based on the potential root causes identified, the following attributes were examined: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 230mm distal to the strain relief. The hypotube was also noted to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and tactile examination identified that the shaft polymer extrusion was kinked at more than one location along it's length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.